Manufacturer narrative:
We were notified that this lead was returned for analysis. Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. Due to the damages, an electrical inspection of the fragment was not properly feasible. The quality documents associated with the manufacture of this lead was re-investigated. There was no sign of any inconsistency during production and final acceptance tests. In summary, no indication of a material or manufacturing problem was noted.

Manufacturer narrative:
Boston scientific received information that this right ventricular lead and right atrial lead displayed misaligned markers with electrogram¿s during the threshold test. The field representative stated that they could verify the capture but seemed like the markers did not match up. Subsequently, it was found out that the rv and ra lead were dislodged. Both leads were successfully repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead and right atrial lead displayed misaligned markers with electrogram's during the threshold test. The field representative stated that they could verify the capture but seemed like the markers did not match up. Subsequently, it was found out that the rv and ra lead were dislodged. Both leads were successfully repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.